Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur.¿ device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6), 2011. Subsequently, the patient was revised on (B)(6), 2015 due to a squeaking noise. It was determined that the e-poly liner near the locking mechanism had fractured and the head was rubbing on the cup. The liner, head and locking mechanism were replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-03901.